Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the emergency room. Upon review, the implantable cardioverter defibrillator exhibited backup operation. The patient reported that they had received multiple shocks however it is unknown if they were appropriate. It is also unknown if the patient received shocks or a vibratory alert. The device was successfully restored. The patient would continue with regular follow-up.